Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n306062, implanted: (B)(6) 2011, product type accessory; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot# n243316, implanted: (B)(6) 2010, product type accessory; product ID 3550-29, lot# n243113, implanted: (B)(6) 2010, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation and the display was showing ¿call your doctor¿ with an informational power on reset (por) condition. It was noted patient was able to connect with the patient programmer and the implantable neurostimulator recharger (insr). It was noted the implantable neurostimulator (ins) battery was ¾ full but the patient had not felt stimulation for 3 or 4 days but just notified the por on the day of report. It was noted that by the end of the call the patient was able to feel normal stimulation. Additional information received reported the no longer has concerns with their device or therapy.